Event description:
Patient reported a left side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). Device photograph(s) for the device related to the reported event of rupture and pain silicone migration was reviewed on (B)(6) 2022. Visual analysis of the photographs identified two devices with unidentified side are observed that apparently it is opening the shell, the second device with brown particles in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device has been explanted.